Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the device could not be determined through this evaluation. This study concluded that two-year survival for patient¿s on hm3 lvad support was comparable to published studies and to two-year survival for patients who received heart transplants. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available and were not requested. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) list right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Survival on the hm3 lvad was compared against those patients who received a heart transplant during that same time period at the same 3 implanting centers. Of the 167 patients, 8 received heart transplants. It was noted that two-year survival for these patients was 87% which was compared to the 83% for 2-year survival on hm3 support. Finally, this study found that two-year survival for patients with hm3 lvads was still comparable to 344 patients who had received orthotopic heart transplants (oht) even though the oht patients were younger in age.

Manufacturer narrative:
Date of event is approximate since the data were collected from november 2015 to june 2019. Device information is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿heartmate 3 compared to heart transplant outcomes in england¿ (author: s lim. Et al. University hospitals birmingham nhs foundation trust, birmingham, united kingdom) that heartmate 3 may be related to 2 years survival rate of 83% and severe right heart failure. A total of 176 hm3 patients were evaluated from 3 implanting centers in england, from november 2015 to june 2019. Severe right heart failure post-lvad (defined as use of right ventricular assist device) was observed in 28 patients (17%), and 1 year survival was 71% compared to 93% in patients without right heart failure. The device was implanted at the time of the event.